Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-31842. It was reported the patient's lead had migrated. The issue was confirmed with x-rays. In turn, the system was explanted.